Event description:
Additional information was obtained indicating that the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device was at explant indicator and exhibited beeping tones. There were high outputs noted. Boston scientific technical services (ts) walked the field representative through on how to turn off beeping tones. The patient was already scheduled for a replacement. To date, the device remains in service. No adverse patient effects reported.